Manufacturer narrative:
No product was received and no radiograph were provided confirming the alleged screw shearing. Due to a lack of information provided no root cause could be determined; however, review of the reported event suggests excessive or off angle force as a possible cause or contributor of the event. No additional investigation can be completed. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "Warnings, cautions and precautions notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." "Pre-operative warnings care should be used in the handling and storage of the acp implants. The implants should not be scratched or damaged... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient."

Event description:
On (B)(6)2022, the head of an acp screw sheered while inserting. The screw shank was left in place. No patient impact was reported as a result of the event.